Event description:
The bore hole is defective, it is impossible to screw the proximal plug into the nail. Since a sterile second nail was available, there was no delay in surgery time. There was also no adverse consequence for the pt.